Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2017-05795 and 1627487-2017-05796. It was reported the patient was not receiving effective stimulation despite having been reprogrammed multiple times in addition the patient complained that the ipg was too big, the patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted.